Event description:
Two sets of pads used. There is no heart rate readings when pads are placed on patient and pad is plugged in properly with green to green. The third set of pads worked. Paddles and other methods have worked for obtaining heart rate read.